Event description:
Prior to going to bed on (B)(6) 2011, a customer had a blood glucose of 480 mg/dl and bolused an unknown amount. The pod had an occlusion alarm the next morning at 7:30 am. She was "sick" and had "large ketones," so she went to the emergency room where she was admitted and stayed overnight due to dka.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to determine any malfunction or product condition that may have contributed to the customer's dka. The omnipod's user guide advises, "the easiest and most reliable way to avoid dka is by checking blood glucose at least 4 to 6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." The user guide provides instructions for how to treat dka: after treating for high blood glucose, check for ketones; if ketones are present and you are feeling nauseated or ill, immediately call an hcp for guidance; if ketones are present but you are not feeling ill then replace the pod using a new vial of insulin; check bgs again in two hours; if they have not declined then immediately call an hcp. The omnipod's user guide warns "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarm occurred, the pdm will remind you of this." When an occlusion alarm occurs, users are instructed to press ok to acknowledge; change the pod; check blood glucose. Lot qualification records were reviewed and determined to have met all acceptance criteria.